Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20mg/ml dilaudid at 0.0749mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient's pump had alarmed due to the elective replacement indicator (eri). When they went in to replace the pump, they noticed the catheter was loose near the spinal area and the medication was going underneath the skin and it was uncertain how much medication the patient was actually getting . It was stated the patient is on a very low dose of medication and it was also stated that a representative was at the hospital when the patient's pump was replaced. It was stated the patient takes (6) - 4 mg oral dilaudid a day. It was stated the patient's new pump serial number is (B)(4), model 8637-20 and was replaced (B)(6) 2017. It was stated that this was the second time something happened with the pump. The patient stated they were anxious to get back on their feet and exercise. They feel better when they are active. The patient feared doing anything currently because when they "get busy" then they hurt. They have to take an "oral dilaudid pill wait 20 minutes, then it doesn't work for long." Then they have to take ano ther pill. The patient stated they were getting migraine headaches since 2015 and regular medicine wasn't working. The patient stated imitrex was too strong so they prescribed propranolol. It was stated when they replaced the pump and fixed the catheter on (B)(6) 2017 the headaches went away. The patient stated they had preexisting conditions. The patient stated they had depression issues for years ever since they got injured in 1986. The patient is currently (B)(6) years old. The patient stated before the pump they had fusions, laminectomy, and was on thousands of medications prior to getting the implant. Prior to the pump the patient was in extreme pain all the time or completely loaded and didn't like to feel like that. No additional information was provided. No further complications were anticipated/reported.